Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate as the patient stated the issue began "several weeks" prior to the report date.

Event description:
Information was received from a patient who was receiving fentanyl and dilaudid at unknown concentrations and dosages via an implantable pump. On (B)(6) 2017, it was reported that the patient's pump was "beeping" and had malfunctioned and that the patient had experienced withdrawal. It was reported that the patient was hurting and throwing up. The patient reported that the beeping had been occurring for several weeks and the withdrawal symptoms had begun in (B)(6) of 2017. The patient also reported that the pump had malfunctioned. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also noted on (B)(6) 2017 that they kept cancelling the patient's surgery. Additional information was received from a consumer on 2017-may-26. It was reported that the pump was replaced on (B)(6) 2017 and that the patient was told by the healthcare professional (hcp) that they replaced both the pump and the catheter (note the report that the catheter was replaced at that time is conflicting with the manufacturer¿s registration records). It was stated that the patient had dilaudid and either fentanyl or sufentanil in the pump but didn¿t recall which one. No further complications pertaining to this event were reported.